Manufacturer narrative:
Batch review performed on 25 september 2019. Lot 1811461: 75 items manufactured and released on 19-mar-2019. Expiration date: 2024-03-05. No anomalies found related to the problem. To date, 50 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 24 days from the primary due to signs of an infection and the pathogen is unknown. The surgeon performed an washout and revised the liner successfully.